Event description:
It was reported that during a da vinci-assisted urological surgical procedure, universal surgical manipulator 1 (usm) rotated unintentionally. The reported issue occurred after docking and did not return after the system was docked. The intuitive surgical, inc. (Isi) technical service engineer (tse) did not find any error logs related to usm 1. The isi tse identified that the issue may have been related to the set-up joint (suj) 1 wrist. The isi tse advised the customer to check if the port clutch of the usm was stuck. The isi tse also advised that an intuitive field service engineer (fse) can be dispatched for a system check if requested. The procedure was completed with no reports of patient injury. Isi received the following additional information via follow-up: the issue occurred with the surgeon¿s head inside of the surgeon console¿s high-resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon side console. When the surgeon rotated the arm to the right, it turned a lot in the opposite direction. The failure was not related to an inability to move the instrument at all. The customer stopped moving the arm once the issue occurred. The movements of the surgeon did not scale appropriately to the instrument. The observed movement was greater than intended. The instrument did not move in the intended direction. The timing of instrument movement was appropriate. There was no shakiness or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. The issue was temporary. After docking, the issue occurred when the customer was trying to operate from the surgeon side console (ssc). The problem was resolved by manually moving the arm 1 yaw axis to the specified position. The camera rotation position is unknown, as well as whether the sterile adapter and instruments were reinstalled or not. The drape is not available for return. The system was inspected prior to use with no damage identified.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The isi tse found nothing related to the issue errors in the logs and advised to ensure the port clutch on the usm 4 was not sticking. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.